Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 16 aug 2025 from a 60-year-old male patient with a medical history including gout, hypertension and end stage renal disease, who stated he was cold and dizzy during a home hemodialysis and went to hospital on (B)(6) 2025. Additional information was received on 26 aug 2025 from the nurse who stated the patient was evaluated on (B)(6) 2025 where he was administered 500ml of saline and intravenous antibiotics (vancomycin and zosyn), doses not specified. The patient was discharged in stable condition same day and has resumed therapy with nxstage.